Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of his daughter (the patient) alleging a power issue with the pump. The reporter claimed that the pump powered off. The reporter did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
(B)(4). Review of the black box and download history verified a call service alarm in the alarm history. On testing, the pump powered on with two audible beeps and vibratory sound; however, the display screen was blank. The software files were reloaded. The pump was powered on again with the normal three audible beeps and vibratory function. The screen was fully illuminated and all the keypad buttons were normally responsive. The pump was exercised for 24 hours on a 1 unit per hour basal program with no call service alarms occurring.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.